Event description:
The reporter initially reported the patient obtained an unspecified error message on the one touch verio pro meter. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the error message issue was not resolved with troubleshooting.